Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic nissen fundplication the device misfired, the entire suture needle was lost in the tissue. An x-ray was performed to locate the needle. The needle was not retrieved. Another device was used to complete the case.